Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the issue reappeared.